Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This was a patient involved in this event. The device was used during an alleged sca. The first and second shocks were delivered then a technical problem prompt was heard. Patient outcome unknown.

Event description:
This was a patient involved in this event. The device was used during an alleged sca. The first and second shocks were delivered then a technical problem prompt was heard. Patient outcome unknown

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd december 2014. Capacitor c22 forms part of the switching circuitry used to deliver shock therapy. The failure of the component resulted in no shock energy being delivered during suspected stk testing on the 10th october 2018. The user would have been alerted with a ¿warning device service required¿ audio prompt, a flashing red status led and failure chirp. The device passed final unit test, h032-014-004, on the 22nd december 2014, during which the devices ability to deliver the shock therapy sequence was verified. The failure of c22 would have therefore had to occur after this time and would suggest the component failure was latent in nature. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.